Event description:
Patient reported "surgeon put in an implant they didn't consent to, constant pain in breasts, stitches coming out, implants going different directions, can't reach up or bend over, surgeon didn't place the implants correctly". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence, use error. A review of the device history record has been completed. No deviations or non-conformances noted.